Event description:
On 8/22/85 an aus device was implanted. On 5/16/85 the pump and balloon were revised and the cuff was removed. On 10/24/95, the cuff was reimplanted. On 9/6/96 the cuff was removed form the pt and replaced due to recurring incontinence.